Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was not functioning, patients lead had pulled out of the ipg header. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was reinserted into the ipg header to address the issue.